Manufacturer narrative:
Results - a review of the manufacturing records for the device verified that the lot met all pre-release specifications.

Event description:
On (B)(6) 2010, the patient underwent endovascular repair of a descending thoracic aortic aneurysm using two gore tag thoracic endoprostheses. The celiac artery was embolized with coil preoperatively and was covered by tgt2815/7506160 implanted distally. The final angiogram showed a proximal type 1 endoleak and a type 3 endoleak. The physician elected to monitor the endoleaks and ended the procedure. On (B)(6) 2010, the patient was discharged with the remaining type 1 and type 3 endoleaks. On (B)(6) 2010, the patient was found with a ruptured thoracic aneurysm. Angiograph showed a distal type 1 endoleak. No proximal type 1 endoleak or type 3 endoleak was found at the time. Two gore tag thoracic endoprostheses were implanted distally down to the level of the highest renal artery to repair the ruptured aneurysm and the distal type 1 endoleak. The final angiogram showed no endoleak and the procedure concluded. The patient tolerated the procedure. On (B)(6) 2011, no abnormality was reported at the one year follow up examination.